Event description:
Independent repair center: customer alleged alarm will not function/ low o2/yellow light and the key failure is the switch is other/defective. As stated on the repair statement additional malfunction on this device: alarm will not function.